Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8913ds was received for investigation. Visual inspection noted that the mini tightrope was not sent back for evaluation. Only the drill inserter. The distal end of the drill was broken, and no fragments were returned for investigation. Functional testing was not performed due to the damage of the device. The most likely cause of this condition is excessive force/friction during use or insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via sems (B)(4) that an ar-8913ds drill tip broke when it was drilling with the 2.7mm hollow drill included in the kit. All fragments were removed and there was no impact to the patient. The surgery was completed using the same product from a new kit with the same part number.